Event description:
It was reported to philips that the ac module for the device was defective. The customer stated the module was making a humming noise and the led light did not turn on. There was no patient involvement.